Event description:
It was reported that a hardware removal was performed on (B)(6), 2014, due to a broken tibial nail. The original procedure was performed on (B)(6), 2013. The hardware was removed and the patient was revised to another nail. The procedure was successfully completed with no patient injury reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.